Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. Summary of investigational findings: evaluation is based on the description of event and the imaging received. Three images from implantation are provided along with the complaint report. The filter was implanted in a normal infrarenal ivc without tilt and with uniform leg distribution. Imaging of the reported ivc thrombosis in and superior the filter was not provided. The thrombus likely was not related to a filter abnormality. Pe is a known risk in relation to filter implant reported in the published scientific literature. There is no evidence to suggest that this device was not manufactured according to specifications. Cook visited the hospital after this incident and during this visit the consultant dr. Said "the filter did its job, but the clot was so big, that it intruded the filter. The filter hasn¿t moved, but there are clots in and around the filter" and "he strongly believes the filter was not faulty and no filter could have prevented this". Based on the above and the evaluation of the imaging it is concluded that the filter function was not related to this occurrence. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: patient was brought to viu for a preoperative ivc filter placement prior to a right hemicolectomy. A right femoral puncture was made and a venogram was done. There was no evidence of clot in the cava after the venogram and the consultant was happy to proceed. The filter placement was routine and uneventful. The post placement venogram was normal and the patient was sent to recovery and then moved back to the ward. On (B)(6), patient went for a preoperative assessment and proceeded in to his surgery which was for a right hemicolectomy. The surgery went to plan and there were no complications to report. Then on (B)(6), the patient died of a suspected pulmonary embolism. Patient outcome: patient death caused by possible pe.